Manufacturer narrative:
Correction information: f7: follow up #01. Additional information d9. Yes. F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect impact code: 2199 no health consequences or impact component code: 841 imager. Summary: no harm was caused to the patient. This event had been reported for MDR number: (B)(4)on oct 9, the engineer visited the hospital. This hospital had 3 pentax endoscopes which appeared image issue including this endoscope. On-site check, the defective was no image, the damaged distal end and bending rubber. Currently, the distributor provided a demo scope to the hospital. Although the endoscope showed signs of deformation, the investigation did not establish a root cause. The distributor provided a demo to the hospital. The pentax engineer trained the user on leakage training and common scope inspection training. No service report. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Corrected data: b2: outcomes attributed to adverse event, life-threatening, was inadvertently selected in error. Initial medwatch 3500a form submitted as a follow up for the correction. F7 was also updated to reflect the type and number of follow up submission. No other changes were performed.

Event description:
Pentax medical was made aware of a complaint through the cfda adverse event system that occurred in an operating room before use in china. The complaint stated "before using the scope, the nurse in the ent and ICU checked the scope and found no image. Based on the MDR, the hospital chose: serious injury. The performance: delay the treatment ", involving pentax medical endoscope, model eb-1575k, serial number (B)(6). Good faith efforts(gfe) have been sent to the pentax apac region requesting additional information, but a response has not been received as of 30-jan-2020. The investigation is currently in-process.

Event description:
Pentax medical was made aware of a complaint through the cfda adverse event system that occurred in an operating room before use in (B)(6). The complaint stated "before using the scope, the nurse in the ent and ICU checked the scope and found no image. Based on the MDR, the hospital chosed: serious injury. The performance: delay the treatment ", involving pentax medical endoscope, model eb-1575k, serial number (B)(4). Good faith efforts(gfe) have been sent to the pentax apac region requesting additional information, but a response has not been received as of 30-jan-2020. The investigation is currently in-process.